Manufacturer narrative:
Received one device. Customer complaint of bubbled/detached downstream occlusion sensor (dso) seal confirmed through visual inspection. Replaced dso seal and battery compartment. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) seal was bubbled/detached. There was no patient involvement.